Event description:
A marker was being used following a breast biopsy procedure. Md noted that the tip of the gel mark applicator was sheared off, after he removed the applicator from the mammotome the tip was presumed to be left in the patient breast. There were no patient adverse effects.